Event description:
It was reported that 5 years and 2 months following the implant of a transcatheter aortic valve, severe central regurgitation was identified. The patient experienced worsening shortness of breath (sob) and was hospitalized. Per the physician, the patient's sob is related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, severe central regurgitation was identified. The patient experienced worsening shortness of breath (sob) and was hospitalized. Per the physician, the patient's sob is related to the valve. Additional information was received that prior to the implant of this transcatheter valve, the patient hada pre-existing mean gradient of 90 millimeters of mercury (mm hg). A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon as well as a 24 mm non-medtronic balloon. Following the implant of the valve, a post-implant bav was performed, the mean gradient was 6 mm hg, and "small" paravalvular leak (pvl) was noted. Approximately 5 years following the implant of the valve, the patient experienced worsening sob. Approximately two months later, the patient presented to the emergency department (ed) with sob. Two days later, an echocardiogram was performed that revealed moderate to severe aortic valve regurgitation, mild paravalvular leak (pvl), and moderate central regurgitation. Three days following the echocardiogram, a transesophageal echocardiogram (tee) was performed that revealed severe central aortic regurgitation. Three days after the tee, a computed tomography angiogram (cta) was performed that revealed severe diffuse annular/left ventricular outflow tract (lvot) calcium outside of the valve. There was no treatment/intervention provided or planned.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post-implant dilatation was performed during the initial implant procedure due to pvl. The severity of the pvl was not reported. Approximately 5 years later, a left and right heart catheterization was ordered, and the patient was to consult CT surgery. It was planned to have a redo transcatheter aortic valve replacement (tavr) procedure performed.